Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694758, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product ID: 5076-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product ID: d224trk, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.